Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Testing confirmed intermittent responses to button presses on the ok button. Multiple button presses are required before the ok button will engage. None of the buttons on the keypad have normal spring back or click. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Confirmed display is faded and discolored upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Completed the testing with test display. No issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.